Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery, failed battery test, and the time was not displaying on her insulin pump. The patient's blood glucose at the time of incident was 382 mg/dl. Troubleshooting was initiated for the failed battery test alarm. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the failed battery test alarm recurred. The partial display anomaly was troubleshot as well; a self test could not be performed since the insulin pump did not respond when the act button was pressed. The device then powered off. However, the insulin pump was not returned or replaced.